Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient was ¿not feeling any stimulation on the right side from the waist down¿ at the time of report. It was noted the patient was not using his therapy at the time of report ¿because when he turned it on, the muscles on the right side cramped up.¿ it was stated the patient¿s stimulation had been off ¿for the last two months¿ prior to report. It was reported the patient had ¿2-3 sessions of reprogramming done¿ with the most recent session occurring in (B)(6) 2013. It was further reported a manufacturer representative told the patient she ¿could not reprogram it and he needed to have xrays done.¿ it was stated the patient ¿had xrays done about on month¿ prior to report. One of the patient¿s physicians ¿thought there was an issue with the paddle lead and a possible broken wire.¿ the patient¿s other physician, who originally implanted the paddle lead, ¿did not feel anything was wrong.¿ it was noted the patient saw a neurosurgeon on (B)(6) 2013 and was told there was ¿nothing they could do for him and recommended he go back to the original neurosurgeon who placed the original device.¿ it was stated the patient was to meet with the ¿original neurosurgeon¿ and a manufacturer representative on the day after report. It was noted the patient had experienced this issue ¿for about one year¿ prior to report and had not experienced any falls or traumas ¿that he could think of.¿ additional information received reported that diagnostic test were performed and that the results of impedance was with in normal limits (wnl). It was noted that x-rays showed slight movement of paddle lead. It was noted that there were no malfunctions seen or cause of the issue determined. It was noted that reprogramming was performed on (B)(6) 2013. It was noted that the patient outcome was ¿considering a paddle resection.¿

Event description:
It was further reported that the patient¿s pain was still not covered with reprogramming when trying to utilize the right side of the surgical lead. They were missing a certain pain area. It was reported that 2-3 months ago, the physician attempted a percutaneous lead (1x8) trial, but they couldn¿t maneuver the lead up the epidural space with surgical paddle and tissue there. Therefore the trial didn't work for the patient. It was further reported that the patient was being seen by a neurosurgeon who will attempt to place a 1x8 percutaneous lead next to the surgical paddle by a laminectomy/surgical procedure. This was scheduled for (B)(6) 2014. Since the patient only used the left side of paddle lead, they are going to take out the right tail and just hook the 1x8 percutaneous lead to 8-15 of ipg. It was reviewed this was not standard practice, but it would technically fit. A conversion card was sent as the physician would need to make sure the patient's current programmed settings will be feasible with new lead configuration of 2x8. The hope was to also replace the patient¿s current stimulator with a 97714 as well but reimbursement approval was pending. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further stated that nothing else would be done to try to obtain coverage on his right leg. The patient may be considered for a drug pump.

Event description:
It was further reported that the revision had occurred as planned. A laminotomy was done and a percutaneous lead was placed alongside the paddle lead. No further interventions were done. The follow up appointment had not been scheduled yet and the outcome was unknown. If additional information is obtained a follow up report will be sent.

Event description:
It was further reported that the revision was not successful. The patient was getting therapy on his left side but not his right leg. If additional information is received a follow up report will be sent.